Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. Functional testing determined that the camera was malfunctioning causing the reported event. Other relevant device(s) are: product ID: 9733437, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera on the system would not connect. The amber light on the camera kept blinking. The representative tried to reboot the system and reseat the camera cables in the back of the cart. The representative went back to the site and found that an internal bump sensor was triggered.

Manufacturer narrative:
Vendor analysis was performed and found that the customer complaint could be confirmed. The issue has been isolated to faulted batteries. The batteries have been replaced followed by extended volume recharacterization. Unit has also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.